Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise associated with a suspected electrode fracture. The patient was subsequently hospitalized. This system remains in service. No additional adverse patient effects were reported.